Event description:
It was reported that the serial digital interface (sdi) on the video system center had no output resulting in no image. The issue occurred during the receipt inspection for an unspecified diagnostic procedure that was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned, and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause for the event could not be determined. However, it is likely that the phenomenon the image is not displayed occurred due to failure of the printed circuit board. Olympus will continue to monitor field performance for this device.